Manufacturer narrative:
This report is based on information provided by the local philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The asp evaluated the device on site. It was determined that there was a malfunction of the battery, which could no longer be charged. It was recommended that the customer replace the battery, but they have decided not to. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer declined to replace the battery and the device is currently out of service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the device opcheck failed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).